Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive, board and cable were replaced and the system software was upgraded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine function was not working. No pt injury was reported.